Manufacturer narrative:
Device received with no button response at express bolus, esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify no excessive no delivery or occlusion alarm and low battery alarm due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on act. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button was sticky and non responsive. Insulin pump battery was diminished life, received unexplained no delivery alarm and display was scuffed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.